Manufacturer narrative:
The product was not requested to return for manufacturers laboratory investigation as the failure is known already and was investigated in a previous complaint. The outcome of the previous complaint investigation was as follows: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results and the received pictures a confirmation of the failure was possible. The most probable cause of the failure is a damage during transport. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. A trend review was performed. 18 similar complaints were found. Due to this no systemic issue could be determined. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time (2017-07-07) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Upon opening disposable, sterile packaging was compromised. (B)(4).